Event description:
Patient put on a mask during the day and later on in the evening he got really bad symptoms of a cold. Patient stated that he was sneezing every couple of minutes for 12 hrs, and after that the symptom went away. A week later, patient put the mask on again and he got the same symptoms.